Event description:
Procedure type: laparoscopic cholecystectomy according to the reporter: upon retrieving the gallbladder, the surgeon noticed the pouch was torn when it was pushed out of the shaft. Using another, the procedure was completed. The unit was discarded at the site. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).